Event description:
It was reported the lead was replaced due to impedance changes. Low impedance warning had been seen during office visit. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed it was reported the lead was replaced due to impedance changes. Low impedance warning had been seen during office visit. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated impedance, high impedance, low.